Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) inspected the instrument and found liquid around fitting 301, and tubing was loose on fitting. The fse cut tubing back and put it back on fitting 301 to repair the leak. Failure mode is loose tubing at fitting 301. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported the coulter lh 780 hematology analyzer was leaking fluid from the lower diluter area that had spilled out the front of the analyzer onto the counter. The spilled volume is unknown and the customer cannot find the source of the leak. The operator was wearing appropriate personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. No one was exposed to the fluid. No one sought medical attention. The customer did not review the material safety data sheet (msds). There is a risk management/exposure control plan in place at the facility. There was no patient results affected as the customer was running a start-up when the leak occurred. There was no change to patient treatment associated with this event.